Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument with this complaint and completed the device evaluation. Failure analysis was able to confirm and reproduce the reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be scraped off, approximately 0.04" to 0.12" in length. Missing material was not returned.. The electrical continuity test still passed. No thermal damage was observed. A review of the instrument log of the permanent cautery hook (part # 420183-14/ lot # n1190104-869) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system sh0917. The instrument issue was reported to have been identified on (B)(6) 2021, indicating that the instrument was used or was attempted to be used after the issue was identified. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had damaged conductor wire insulation near the distal idler pulley with no indication or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was found to have broken cable. A similar backup da vinci instrument was used to continue with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: there was no allegation of arcing regarding this instrument. The only observation was that it had a broken cable. She did not have the patient file with her and was not able to provide any patient-related information.